Event description:
It was reported that the filling port cap of a small volume infusor was separated from the device when opening the pouch. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was discarded by the customer and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.